Event description:
The customer reported the power cord is damaged; the insulation is torn, and the images are grainy. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the power cord and cleaned the interconnect cable connector. System operates as intended. (B) (4)